Event description:
It was reported that the patient had the implant in (B)(6), and right after implant the patient had an infection which cleared up. It took about three months for the sutures to heal.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).